Event description:
An exam was started with two images scheduled. The first image was captured, and the computer system locked up after the second image. The second image was lost and this image had to be repeated. There is a message in the windows event log of "the program ccs. Exe version 2.2.0.12 stopped interacting with windows and was closed" when this occurred.

Manufacturer narrative:
(B)(4): according to the result of investigation, we found that this event has been caused by already known problem. When cropping operation is performed during 1st preview image is displayed, application error is occurred and needs to be restarted the ccs. This problem will be solved software upgrade. In this site, ccs ne ver.1.40.2.0 was removed, installed version 1.40.3 with patch and windows updates. (B)(4).